Manufacturer narrative:
Date of event: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set plastic ring attached to the infusion set fabric disconnected from the tubing. The patient's blood sugars had risen over 375mg/dl when her pump alarmed. An insulin shot was administered and the site was changed. No permanent injury was reported. See MFR: 3012307300-2016-00456 and 3012307300-2016-00458.